Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-18789. It was reported the patient experienced ineffective therapy due to lead migration. The issue was confirmed via x-rays. Surgical intervention took place wherein the left s2 lead was explanted and replaced and the second s2 lead was electively replaced. Effective therapy was established. It is unknown which lead migrated, as such both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.